Manufacturer narrative:
Concomitant medical products: product ID 977a160, serial# (B)(4), product type: lead. Product ID 977a160, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. The patient had a spark in their back in (B)(6) 2016. There was a sharp snap in their back on the right side which was also described as a snapping in the patient¿s spine. The health care professional (hcp) was going to see the patient in 2 weeks or a month. The patient was ¿sure the snap was the lead wire.¿ it was reported that the patient did not feel stimulation when they turned stimulation on with the implantable neurostimulator recharger (insr). The first couple of times the ins worked and the patient felt instant stimulation and they would just turn it off when they had enough. However, pretty much since implant it took about an hour to feel stimulation in their leg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.